Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received by smh: one (1) sample was received in used conditions, without its original packaging, decontaminated, inside a plastic bag. Visual inspection results: no failures were found in the sample provided. The cuff and pilot balloon of the returned sample were inflated using a syringe with air, no leaks could be observed. Functional testing: then the pilot balloon and cuff were immersed in the water in order to detect any leakage. Results: no air bubbles came out of the cuff or pilot balloon. The complaint for leaking failure mode was not confirmed. The cause of the reported problem could not be determined. No corrective actions were required since the complaint for the physical sample provided was not confirmed.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. Reported during the use, leakage of air from the product was observed. No patient injury.